Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 28august2023 the canada distributor reported that a patient of unknown age and demographics received an injection in the right knee. The patient reported experiencing pain and swelling 2 - 4 days after receiving the injection. The patient reportedly was still in pain at the time of this report. The patient also reported having to go to the emergency room on an unspecified date. Discharge date is unknown. It is unknown what treatment was prescribed but the patient did report taking an unspecified drug to relieve the pain. The patient also reporting using ice to relieve the pain. Patient denied having allergies. Patient consent was declined upon follow up. There was no report of any malfunction or appearance issues with the device at the time of use.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. The cause of the reported event could not be established based on the information provided. The lot number was not provided, therefore a review of the batch record could not be performed. All product manufactured by anika and anika entities are released to applicable procedures and specifications. A three year retrospective review of nonconformances was performed for this product. There was no nonconformances recorded that is related to the reported event. A review of the product IFU was performed and pain is listed as a potential adverse effect with the use of the device. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 28august2023 the canada distributor reported that a patient of unknown age and demographics received an injection in the right knee. The patient reported experiencing pain and swelling 2 - 4 days after receiving the injection. The patient reportedly was still in pain at the time of this report. The patient also reported having to go to the emergency room on an unspecified date. Discharge date is unknown. It is unknown what treatment was prescribed but the patient did report taking an unspecified drug to relieve the pain. The patient also reporting using ice to relieve the pain. Patient denied having allergies. Patient consent was declined upon follow up. There was no report of any malfunction or appearance issues with the device at the time of use.